Manufacturer narrative:
Reported event: -customer reported that after the case it was noticed that the end of the end effector was cracked in two places. Device evaluation and results: -device evaluation was performed and the variable hip end effector event was confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 12-04-2015 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: -a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 206967, serial number: (B)(4), lot #: 19041214, RMA #: 233080. There have been no other events for the referenced serial number or lot number. Conclusions: -the exact cause of the event was: the variable hip end effector showed a cracked front end at the 45 degree slot where the reamer/impactor pin would slide into. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case, it was noticed that the end effector was cracked in two places. This did not affect the case and it was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case, it was noticed that the end effector was cracked in two places. This did not affect the case and it was completed successfully.